Manufacturer narrative:
Updated fields- b4, d8, d9, g3, g6, h2, h3, h6 codes(investigation types, concusion, findings, components), h11. The following investigation was performed failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received part number pim with a reported unit failure of the pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Leak differential pressure is -11. Confirmed the reported issue. Probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer (gfse), the iabp failed the pim leak test. There was no patient involvement.